Event description:
A report was received that the patient will undergo an explant procedure due to failure of the scs system.

Event description:
A report was received that the patient will undergo an explant procedure due to failure of the scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16552651, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.